Event description:
The customer alleged the 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and verified the error code in memory. The unit passed extended self testing. There was no report of any patient harm or injury. The cse replaced the components identified in the service manual for the error code involved.